Event description:
Patient was implanted with a curved lcp broad plate for a periprosthetic left femur fracture on (B)(6) 2010. Patient presented to emergency room on (B)(6) 2011. X-rays taken (B)(6) 2011 showed a broken plate. The plate was removed (B)(6) 2011. The device will not be available, as the family of the patient will retain the device.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.